Event description:
It was reported that the system would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and reseated video section circuit boards and connectors. The sys operates as intended.